Manufacturer narrative:
(B)(4): info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap appendectomy procedure, there was an incomplete staple line. The surgeon sutured by hand to complete the case. There was no pt consequence.